Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4)

Event description:
It was reported that during use, after placing the puncture needle of the introflex introducer in the (B)(6) male patient¿s jugular vein, the physician retrieved the dilator but did not notice that the inner valve of the introducer came out with it. As a result, an unknown dose of noradrenaline was still being injected through the side port but was not reaching the patient in adequate amounts, which resulted in a near cardiac arrest. The physician immediately exchanged the device for a central venous catheter and provided treatment with medication. There was no blood loss noted and it was later noticed that the inner valve of the introducer had come out when retrieving the dilator. There was no patient consequence resulting from the incident.

Manufacturer narrative:
Per updated information obtained from the customer, the suspect device was replaced using the original insertion site, but the process was started from the beginning and is considered a new stick.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.